Manufacturer narrative:
Method: medical review. Results: per medical review - the complaint was resolved by performing secondary laser iridotomy. The dfu instructs surgeons to place two iridotomies 2 to 3 weeks before surgery, and confirm that they are patent before lens implantation. The report does not include any information about these procedures, but since the issue was resolved by secondary laser procedure, it is most probable that the diagnosis of blocked peripheral iridotomy was correct, and the icl implant was not the direct cause of the incident. Conclusion: based on the complaint history, work order search and the medical review, it is most probable that the diagnosis of blocked peripheral iridotomy was correct, and the icl implant was not the direct cause of the incident. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The surgeon felt the lens was too large for the eye and the patient had angle closure. But a week after the initial surgery, the peripheral iridotomies were found to be closed, so a secondary yag was performed to laser open the peripheral iridotomies. The problem was resolved and the lens remains implanted. The patient is doing well.

Manufacturer narrative:
Pt age and weight: unk. Event date: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens remains implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.